Manufacturer narrative:
Reported event: an event involving an unknown metal head regarding disassociation was reported. The event was confirmed. Method & results: product evaluation and results: the device was not returned; however, photographs were provided for review. The photographs show a recently explanted metal head with signs of wear at the opening for the trunnion. Clinician review: this inquiry concerns a male patient who underwent a primary cementless total hip arthroplasty in 2011. Approximately 13 years later the patient became symptomatic and x-rays revealed a head neck disassociation. According to the product summary the patient underwent revision surgery where some polyethylene wear was noted. I can confirm that the patient underwent a primary right total hip arthroplasty since I was able to see x-rays with the implant in place along with the head neck disassociation. I cannot confirm the revision since I have no documentation including operation note, office notes, and post revision x-rays. The root cause of head neck disassociation in this case cannot be determined with certainty. Causes in general include surgical technique factors including trunnion preparation and proper head insertion, patient factors including activity level in bmi, and implant factors. The explanted prostheses should be submitted to stryker engineers for complete analysis and evaluation. Product history review: not performed as the lot number was not provided. Complaint history review: not performed as the lot number was not provided. Conclusions: it was reported that the patient was confirmed due to disassociation. A review of the provided medical records by a clinical consultant indicated: "this inquiry concerns a male patient who underwent a primary cementless total hip arthroplasty in 2011. Approximately 13 years later the patient became symptomatic and x-rays revealed a head neck disassociation. According to the product summary the patient underwent revision surgery where some polyethylene wear was noted. I can confirm that the patient underwent a primary right total hip arthroplasty since I was able to see x-rays with the implant in place along with the head neck disassociation. I cannot confirm the revision since I have no documentation including operation note, office notes, and post revision x-rays. The root cause of head neck disassociation in this case cannot be determined with certainty. Causes in general include surgical technique factors including trunnion preparation and proper head insertion, patient factors including activity level in bmi, and implant factors. The explanted prostheses should be submitted to stryker engineers for complete analysis and evaluation." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right hip revision done today. The patient presented to the ER with joint pain and felt a ¿pop¿. The explanted poly showed some superior wear. As per med review: x-rays revealed a head neck disassociation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
Right hip revision done today. The patient presented to the ER with joint pain and felt a ¿pop¿. The explanted poly showed some superior wear. As per med review: x-rays revealed a head neck disassociation.